Event description:
It was reported that during the patients procedure, the oxygen levels dropped after making the incision to insert the new lead. The anesthesiologist flipped the patient on their back and the sterile field was compromised. The physician opted to explant the entire device to prevent infection. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 17674978/17674978/17736434.